Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 6.0mmx150mmx150cm (4f) fg sterling balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.